Manufacturer narrative:
A correlation between the device and the patient''s outcome could not be determined through this evaluation. There were no specific device-related issues reported. An autopsy was not performed and a full evaluation could not be conducted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the surgeon provided by the clinical representative stated that the patient expired due to a very bad initial status and the device functioned as expected.

Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device - 41 days. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015. The cause of expiration is unknown. No autopsy was performed and the pump will not be returned. No further information was provided.